Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the duodenovideoscope had the elevator wire snapped. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: d8, d9, h2, h3, h4, h6. Corrected field: g2 ("company representative" must be selected as the reporter is an olympus employee). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (6) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, olympus presumed that k-wire was broken by fatigue fracture caused by repeated manipulation of forceps elevator. Also, strands raise by brushing around the forceps elevator or by being caught on a distal cover when the cover is attached/detached. User can detect the suggested event by handling device in accordance with the following instructions for use. Operation manual_ preparation and inspection_ inspection of the instrument channel and forceps elevator. Olympus will continue to monitor field performance for this device.